Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Byteme cst lead determined the patient had a slight intrusion on tooth #7 on 1/29/25 and advised patient to have a rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.